Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for analysis. Visual inspection of the sample confirmed a ruptured bladder in a non-footing position. Markings on the interior surface of the bladder were observed near the rupture line which is an indication of internal damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an small volume infusor had ruptured. This occurred while filling the device with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, it has not yet been received by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the initial evaluation confirmed the reported condition. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.